Manufacturer narrative:
The facility's engineer replaced the bed's test port cable to repair the bed.

Event description:
Information received indicates once the bed is plugged in, the knee function will run down unintentionally.